Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer pressed the button to view the time when the alarm occurred. The customer's blood glucose was 231 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.